Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted post system controller exchange on (B)(6) 2024 at 21:24. Log files from the system controller (B)(6) captured low voltage hazard, and no external power events starting (B)(6) 2024 at 20:54 through 21:23 enabling the backup battery. It was also noted several low flow events during these low voltage and no external power events as the fixed speed dropped to the low limit of 4900 revolutions per minute (rpm) to conserve power. It appeared the driveline was disconnected on (B)(6) 2024 at 21:24. Log files from current system controller (B)(6) captured persistent pulsatility index (pi) events throughout the log; nothing unusual was noted from an equipment standpoint as it appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured a no external power alarm on 12jul2024 while the mobile power unit (mpu) was in use. This alarm appeared to have been caused by a loss of ac power, as the voltage in both cables steadily decreased. The alarm remained active until the patient¿s controller was exchanged on the same date, and the backup battery operated the system as intended during the alarm. No other notable events were observed. After the patient¿s controller was exchanged, the patient connected to an appropriate power source. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.